Manufacturer narrative:
The alleged event was not confirmed. The device component was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Biomed technician from a hemodialysis clinic reported noticing burn marks inside the electric connector of the 2008k machine. Follow up with the biomed technician indicates that the dialysis machine was repaired and put back into service. There was no report of smoke, flame, or sparks. There was no report of device warnings or alarms. There was no patient involvement.